Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep). Additional information clarified that the original replacement that occurred on (B)(6) 2017 was due to normal battery depletion according to the original report. Clarification was requested for the statement, "the doctor told that it seems that there was no effect so that it would be better to change the catheter during this year. The doctor thought it was strange from last year for some reason." Clarification was provided; "the doctor commented on the stimulation effect. He thought that the catheter should be replaced within this year because the effect had not been experienced enough. Actually the doctor had felt there was something wrong in the catheter since last year." Further clarification was also provided for the patient's condition of "severe and hospitalized" stating, "the patient was hospitalized to replace the pump system."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's underlying disease was spinal cord (B)(6). It was reported there was a catheter fracture. The date of incidence was provided as (B)(6) 2017. It was reported on (B)(6) 2017 increased spasticity of both lower extremities was observed. On (B)(6) 2017, improvement of spasticity was observed after the pump and catheter replacement. The event was considered recovered as of (B)(6) 2017. The causality was provided as related to the catheter. The physician's comments stated, "in the patient, activities of daily living (adl) was independent; the patient could go out frequently by cane gait. Although there was no special event of this case, it was considered that some physical stress such as twisting trunk of the body, flexion/extension might be the cause of catheter fracture."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the daily dose of gabalon in the patient¿s pump is 105 mcg with a dosing duration of (B)(6) 2010 to present. It was noted that the patient had a concomitant drug and history, but no further details were provided. It was further reported that it was unknown if the event was related to the pump or programmer. It was further reported that the pump replacement performed by dr. (B)(6) on (B)(6) 2017 was due to battery life urgency. It was further reported that since the residual medicine in the catheter could not be aspirated with a syringe, the catheter was connected to the new pump and the wound was closed. It was further reported that a catheter angiography was performed on (B)(6) 2017. On (B)(6) 2017, the dsj rep inquired about the patient¿s condition. The doctor told that it seems that there was no effect so that it would be better to change the catheter during this year. It was reported that the doctor thought it was strange from last year for some reason. On (B)(6) 2017, it was reported that ¿case of pomp replacement in (B)(6).¿ it was reported that after all it was no effect so the doctor decided to replace the pump on (B)(6) 2017. On (B)(6) 2017, it was reported that the replacement of the catheter and pump were performed. It was noted by the physician that again the itb therapy did not work so the doctor decided it was better to perform earlier so it was urgent but replacement of the catheter was performed. The event was now reported with a classification of severity of 3 (serious). It was reported that on (b)6), it was confirmed that the patient's condition was severe and hospitalized. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated that there was no special event of falling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The specific cause of the catheter migration was undetermined. Additionally, it was reported that "since the effect was not confirmed so much due to anomaly of the catheter, the physician replaced the catheter and the pump on (B)(6) 2017 and the catheter fracture was found at the time."

Manufacturer narrative:
The other relevant components include: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving gabalon (unknown concentration at 105 mcg/day) via an implantable pump for spinal cord damage. It was reported that a pump replacement was performed on (B)(6) 2017. During the surgery, cerebrospinal fluid (csf) could not be suctioned via the catheter, so the catheter was connected to the replacement pump as is, and then the wound was closed. On (B)(6) 2017, a CT image was taken. Catheter migration (up near the cauda equina) was confirmed. On (B)(6) 2017, catheter imaging was performed. Csf could not be suctioned via the catheter access port. When a contrast agent was injected, there were no leaks, so a ¿myelography could be performed.¿ the hcp stated that the patient¿s spasticity had been controlled quite well, so a catheter replacement had not immediately been considered. The hcp would monitor the patient¿s progress for a while. The event had not recovered as of (B)(6) 2017 and was not considered serious. The event was unrelated to the investigational drug, pump, and programmer. It was unknown if the event was related to the catheter or procedure. There were no reported symptoms. No further complications were anticipated.